Event description:
The device was implanted via l-p shunt to the patient with sah. Doi and the initial setting pressure are unknown. After implantation, the surgeon tried to change the setting pressure, but it could not be changed and the patient¿s condition was getting worse. Since fluid flow through the lumbar catheter was confirmed when checking the patency of the device by contrast radiography, the surgeon replaced the valve on (B)(6) 2015. The patient¿s condition improved after the revision.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: no damage to the valve casing was noted. The cam mechanism magnets were inspected. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 28th july 2004. The root cause(s) of the dislodgement could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.